Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing episode. Upon review, it was noted that the point of sensing of premature ventricular contraction was different than that of r-waves, which was causing a rate mismatch in the algorithm and the collection of electrogram. No further information was available. It was discussed that device be reprogrammed.